Event description:
During balloon adjustment, the lid that closes the balloon after the new filling failed.

Manufacturer narrative:
At the time of completing the filling of the adjustment, the cap cover separated from the plastic of the cap. An additional cap that was part of a new kit for another balloon was used. The adjustment was carried out successfully. The disconnection of the cap cover does not affect the device's functionality. This is a very rare case, observed only on rare occasions. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage.